Event description:
During product service by a service technician, a flo-gard infusion pump was found to have an damaged safety clamp. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. A visual inspection and a power on self-test were performed. During testing it was identified that the safety clamp was damaged. The cause of the damage could not be determined. The safety clamp was replaced and the pump was serviced to meet functional specification. If any additional relevant information is received, a follow up MDR will be sent.